Manufacturer narrative:
Additional information was added : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient was pediatric. (B)(4). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent solution administration set leaked from where the tubing was spiked into the bag. When the tubing was touched near the spike for inspection, the spike fell out of the bag. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.